Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an over infusion. Morphine was ordered at a 5:1 concentration however was instead programmed at a 1:1 concentration. The order was for a continuous infusion of 5mg/hour with 2mg demand every 10 minutes for a total max dose of 17 mg per hour. The 1:1 concentration was programmed at 1118; the syringe concentration was 30ml or 150 mg of morphine. After that (unknown how long after) the 2 clinicians in attendance realized the error and thought they had reprogrammed to the 5:1 concentration. One of these nurses responded to an infusion complete alarm at approximately 1330 and noted that the syringe was almost empty; the nurse reviewed the settings and believes they were correct. The patient was reportedly narcotic tolerant and had reported pain levels of 9/10 throughout the infusion; there was no medical intervention or patient harm. Although the customer is requesting an investigation to confirm the programming, the pumps were not immediately sequestered and may have been overwritten during the subsequent use.

Manufacturer narrative:
Delete pri tubing from initial submission. Add pca tubing; therapy date: (B)(6) 2016. The customer¿s report of an over infusion was confirmed. Review of the pcu event logs showed that at 11:16 am on (B)(6) 2016, morphine 1mg/ml was programmed with pca dose of 2 ml and continuous rate of 5 ml/hr. Clinical advisory ¿2 rns to verify and document concentration and programming prior to infusion¿ was confirmed as well as the guardrails warnings ¿pca continuous dose exceeds limit¿ and ¿pca max dose exceeds limit.¿ at 1:27 pm, a syringe empty alarm occurred. The total volume infused = 29.5 ml. At 1:39 pm morphine 1mg/ml was re-programmed for pca dose of 0.4 ml and continuous rate of 1 ml/hr. Rate accuracy testing was performed and the device was found to be infusing within specifications. The cause of the over infusion was user programming.